Event description:
Hospital was notified by medtronic that patients pump had been identified as a pump from a specific lot where the pump may experience a delay to restart or failure to restart. Patient with a controller hearing internal battery expiration patient was brought in for admission to have controller exchange. Md was at the bedside for controller exchange. Patient did not want any further procedures and discussed this with md prior to exchange. Patient started on dobutamine for palliative inotropic support.